Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown day in (B)(6) 2018 there was heat surging at the battery site. The patient reports heat at their skin site throughout the day and night and not always during charging. There was a presence of heat felt at the battery site (skin) with and without charging. The rep indicated that there were no other factors that may have led or contributed to the issue. There is a meeting set for next week with the patient due to their availability. No troubleshooting has been performed. The rep will add more details following the meeting. The issue is not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on 2018-jul-20. The patient stated that there were no circumstances that led to the heat surges with and without charging. The unit just started surging at random times. No steps were taken to resolve the issue. They just had the battery pack relocated so they are unable to determine the status due to staples and soreness. No further complications were reported/are anticipated.